Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the heavily tortuous, mid superficial femoral artery (sfa). The hi-torque command 18 st guide wire was shaped before use. There was difficulty going contralateral and crossing the lesion. The device successfully crossed the lesion and then the tip of the guide wire separated. A snare was used to retrieve the tip successfully. Another command 18 guide wire was used to complete the procedure. There was no adverse patient sequela. There was a delay in procedure due to the need for a snare; however, the patient did not experience any adverse effects due to the delay. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual, directional and functional inspection were performed on the returned wire. The reported separation was confirmed. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified one manufacturing nonconformity issued to the reported lot that is associated to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents reported for this lot. The investigation determined the reported tip/core separation is related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.